Event description:
It was reported via an article titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience", that this was closure of a common femoral artery using a proglide device on a middle aged woman. Reportedly, a retroperitoneal hematoma occurred with hemoglobin drop which was managed conservatively with 3 units of packed cell transfusion. The patient was discharged from the hospital after 5 days. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Details are listed in the article, titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience". No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. The patient effects of hematoma and anemia are listed in the electronic proglide instructions for use (IFU) as potential adverse events associated with the use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Attachment: article titled, "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience".

Manufacturer narrative:
B3 correction: date estimated. D4 correction: the UDI number is not known as the part and lot number were not provided.